Event description:
Additional information received from the representative reported the resistance values of some electrodes were high, but electrodes with no abnormalities were being used and are continuing to be used.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387, product type: lead. Product ID: 748251, product type: extension.

Event description:
A health care professional via a manufacturer representative reported a consumer's device status was unstable, for instance the impedance increased to abnormal value on/around (B)(6) 2016. The device settings were unknown and no x-rays were available. It was unknown if any factors led to the event. Troubleshooting was noted as adjusting using constant current mode. Interventions/actions were noted as the status had been monitored by adjusting stimulation. The issue was noted as not resolved. Additional information received reported that the event occurred after replacement of the ins and there was no report that the impedance before replacement showed abnormality. No symptoms were reported. The consumer's medical history included parkinson's disease.